Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with an infection that had been there for weeks and could not be terminated with treatment. It is unknown the origin of infection and if the system caused or contributed to the infection. The entire system was explanted. Upon device interrogation prior to procedure, the leads were found with good impedance, sensing and threshold values. Patient was non-dependent and was stable post-procedure.

Event description:
New information received notes it was a systemic infection that was identified via blood culture. The infection was not product related. Vegetation was present on the leads.